Event description:
The customer reported: phaco pack had an obstruction in the middle of a phaco surgery. The event occurred during (two cases) during the same operating room session. The system was switched-out and the procedures were completed. The customer reported, the pts were not affected at all. Add'l info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).